Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2017, the PICC was inserted into the right basilic vein via ultrasound guidance. The insertion length of the catheter was 38 cm. X-ray guide showed that the tip of the catheter was in the seventh thoracic pyramid. On april 6, 2018, the catheter was removed after 8 successful months of chemotherapy treatment. During the removal procedure, the patient's arm was in an abducted position with an angle of 90 degrees. When the catheter was pulled out to the 20 cm mark a large amount of resistance was met. The nurse adjusted the placement of the patient¿s arm slightly to an adducted position and then continued to remove the catheter. When the catheter had been completely removed from the patient, it was found that the catheter was partially broken. It was confirmed by the x-ray that about 5cm of the catheter was left in the patient's subclavian vein. The catheter segment was retrieved using dsa guidance (B)(6) 2018.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed, but the exact cause could not be determined from the sample. Three photographs were provided for investigation. The first photo showed the groshong 4 fr s/l catheter on a white drape. A complete break was observed in the catheter tubing. The break was located closer to the distal tip of the catheter. The connector was attached and secured to the catheter tubing. The second photo showed one end of what appeared to be the broken end of a groshong catheter. The catheter was uneven at the break site. The third photo showed the distal segment of the broken groshong catheter. Blood residue was observed in the valve area. The catheter was uneven at the break site. From the photographs, the break was confirmed, but the cause was unknown. Based on the event description, the break could be attributable to tensile stress. The catheter was reportedly used for 8 months without complications. During removal, resistance was noted. The product IFU states, ¿remove slowly. Do not use excessive force. If resistance is felt, stop removal. Apply compress and wait 20-30 minutes. Resume removal procedure.¿ no further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rezl2278 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2017, the PICC was inserted into the right basilic vein via ultrasound guidance. The insertion length of the catheter was 38 cm. X-ray guide showed that the tip of the catheter was in the seventh thoracic pyramid. On (B)(6) 2018, the catheter was removed after 8 successful months of chemotherapy treatment. During the removal procedure, the patient's arm was in an abducted position with an angle of 90 degrees. When the catheter was pulled out to the 20 cm mark a large amount of resistance was met. The nurse adjusted the placement of the patient¿s arm slightly to an adducted position and then continued to remove the catheter. When the catheter had been completely removed from the patient, it was found that the catheter was partially broken. It was confirmed by the x-ray that about 5cm of the catheter was left in the patient's subclavian vein. The catheter segment was retrieved using dsa guidance (B)(6) 2018.